Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the exterior of the cycler set cassette and in the cassette chamber of their cycler during an unknown phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It is unknown if patient completed peritoneal dialysis treatment in the absence of the cycler. The old cycler has been picked up and returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the exterior of the cycler set cassette and in the cassette chamber of their cycler during an unknown phase of their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during treatment and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It is unknown if patient completed peritoneal dialysis treatment in the absence of the cycler. The old cycler has been picked up and returned.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A 2hour 15mins 8500ml post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp2 filter. This is related to the reported symptom code m31 air detected in cassette warning. During the internal inspection there were visual indications of dried fluid found on the bottom cover under the pump assembly and on the bottom pump gasket. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.